Event description:
The facility reported a colleague infusion pump with no power. According to the facility, this event occurred upon power-up during biomedical testing. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with no power was neither confirmed nor reproduced during product evaluation. However, upon review of the event history log, failure code 199:xxx was the last failure to occur before servicing. Quality engineering has confirmed failure code 199:xxx as the determined problem. The root cause of the failure code is due to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.